Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. D9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6003694 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. 7 unused sets was provided for investigation and were found within specifications the following tests were performed: visual test according to wi version 2, the returned sample test passed functional test: air flow, according to wi version 1, the returned samples, test passed. A batch record review was conducted resulting in the following: packaging lot: the 6003694 was manufactured according to the wi version 70 manufactured in the multivac 08, on (B)(6)2023, with a total of (B)(4). Welding lot: the 3k01391 was manufactured according to the wi version 70 manufactured in the machine u505/u506, on (B)(6)2023, with a total of (B)(4). The 3k01392 was manufactured according to the wi version 70 manufactured in the machine u505/u506, on (B)(6)2023, with a total of (B)(4). Review of the device history record (DHR)s showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on (B)(6)2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6003694 and no more complaint have been registered in database for the same lot 6003694 and malfunction code. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of kinked cannula with an infusion set. The patient had to be hospitalised for a night as the patient's blood glucose level rose to 310 mg/dl. Reason for hospitalisation was documented to be diabetic ketoacidosis. Patient was treated with intravenous insulin infusion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.